Event description:
It was further reported that the lesion was 80% stenotic and the vessel was mildly tortuous and severely calcified.

Event description:
It was reported that during a cryoplasty treatment procedure, a balloon puncture occurred. The lesion was located in the right common femoral artery. The physician advanced the .035 - 6x150x120mm polarcath balloon to the lesion passing through a previously placed non-bsc stent. When the protective cap was removed from the catheter to plug it into the inflation unit, blood was observed in the lumen of the catheter. A stent strut may have punctured the outer balloon when it was advanced through the previously placed stent. The procedure was completed with a different polarcath balloon. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the catheter was received back in with blood in the stop cock and balloons. The catheter was decontaminated. The guidewire lumen was flushed and no blood was found in it. The outer balloon has a rip about 9mm long running length wise from the proximal balloon end. Pressurizing the inner balloon detects a pin hole in the same region. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).